Event description:
Swan ganz paceport catheter - it was reported that the pacing wires would not feed down the catheter lumen. They reported that it felt as though there was a blockage in the lumen. Catheter was removed and replaced with a new one. Follow up indicated that the device will not be returned as per the sale specialist, the catheter was covered in blood and was disposed at the hospital. The description that was given was that it felt as though there were blockage in the lumen, as the wire fed down a certain distance, then met an obstruction and could not be advance any further. There were no patient complications.

Manufacturer narrative:
This event was determined to be reportable following edwards standard procedure. A device history record review was not completed due to the lot number not being provided with the reported event. The device is not available for evaluation because it was discarded at the hospital due to contamination.